Event description:
It was reported that cadd ms 3 pump, alarming low volume when medication remains in cartridge. (Under-delivery) no patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147.

Event description:
It was reported that the syringes are difficult to lubricate and pumps have alarm low volume early (over delivery). Patient called back and stated medication ran out 8 hrs early. Patient also reports headaches resolved when pump and syringe was changed. Replacement pump sent. No medical or surgical intervention was reported.